Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted. The patient was prescribed 81/75 dapt. It was reported that on (B)(6) 2023, the patient was admitted to the hospital for chest pain and a "deathly appearance". The patient was diagnosed by echocardiogram with a large circumferential pericardial effusion and cardiac tamponade. The effusion was resolved by pericardiocentesis, draining 500ml of blood. The patient is reported to be stable. It is believed that the stabilizing wires caused the effusion. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field also indicated that the patient underwent pericardiocentesis and was successfully drained. Information from the field indicated that is believed that the stabilizing wires caused the effusion. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.